Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06598 . It was reported the patient was unable to enter MRI mode due to due to high impedances and stimulation in the wrong location following a fall. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.